Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 18.12 mm x 5.43 mm was found to be broken off, but the broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additionally, the instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that the 8 mm force bipolar instrument had a broken tip. Instrument never used. The instrument was noted as damaged during unpacking.